Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib board was evaluated and replaced. The system nodes and calibration files were reloaded. The system was tested, found to be working as intended and returned to service.